Event description:
The iab leaked. This was the only info at the time of the report. On 11/18/97 it was reported that the iab alarmed "check catheter" and blood backed up into the tubing. Iabp was turned off and the surgeon was immediately paged. The surgeon arrived and removed the iab catheter from the pt. Event complications: unk - reported 10/3/97; none - reproted 11/18/97. Pt current status: nurs'g home - rpt'd 11/18.

Manufacturer narrative:
Device label code for f10. Position 1 and 3: 1738, position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.